Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers are unknown. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Supplemental information including xrays and labels was reviewed. The product experience report states that revision was due to possible loosening of the tibia tm component. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique, in this obese patient (bmi of 32). On a frontal x-ray provided, taken (B)(6) 2015, gaps can be seen between the tibial component and the proximal tibia in the region between the pegs and at the medial edge of the tibial component. A field action was conducted on (B)(4) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall (B)(4) contains the related tibial lot number. An investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient was revised due to pain and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation results concluded that visual inspection of the returned tibial component identified foreign material in the tm pad and the tm pegs. The tm pegs were cut off of the device. Root cause of the event is related to a design issue. Corrective action has been initiated to address reported issue.

Event description:
It was reported that the patient is experiencing pain.